Event description:
Legal papers state this patient was injured when their total hip was removed. (No device identified, no implant date). Pt was further injured when the ambulance service dropped pt in 2002.